Event description:
The pt reportedly experienced a loss of sound followed by a loss of lock. The pt's external equipment was exchanged and integrity testing was performed; however, this did not resolve the issue. Revision surgery has been scheduled.